Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate is (B)(6), as reported at the one month post op visit. If explanted, give date: not applicable, as the lens remains implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zct600 21.0 diopter intraocular lens (iol) was implanted in the right eye (od) on (B)(6) 2017. Post-operatively, at the 1 month visit, the iol had rotated from its initial placement of 70 degrees to 83 degrees. Also, the uncorrected visual acuity was 20/70 and the best corrected visual acuity was 20/30. Patient also complained of blurry vision. Reportedly, there was no interference with activities of daily life. There is currently no plan to reposition the lens. Reportedly, there was no patient injury. No additional information was provided.

Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site as it remains implanted. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.